Event description:
It was reported that the customer was transported to the emergency room and was subsequently hospitalized due to ¿high¿ blood glucose level (value not provided) and diabetic ketoacidosis. The customer was treated intravenously with saline, potassium, and insulin. At the time of the report with tandem technical support (cts) the customer was still admitted to the hospital. Reportedly, a malfunction alarm had occurred. The customer reverted to manual injections for insulin therapy and declined follow-up from cts to complete troubleshooting.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.